Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the harmonic curved shears instrument and harmonic ace insert, a piece of the insert broke and fell into the patient when the harmonic ace insert collided with the uterine manipulator. Multiple x-rays and CT scans were performed however no instrument fragments were found. The patient has recovered well with no post-surgical complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the curved blade had a broken piece at the distal end. The broken piece was not returned for evaluation, but it approximately measures .400 x .085. Blade was found to be fractured .400 below the distal tip, well above the clamp arm pin. The fracture surface was not straight. Engineering concluded that damage was likely due to mishandling/misuse. No other damage was found. There are no components in the harmonic curved shears instruments or inserts that meet the definition of a medical sharp. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.